Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer's representative reported that the patient had their implantable neurostimulator (ins) system explanted because they did not like the location of the battery pack located in the right upper buttock. No device malfunctions were suspected. The indications for use for the implanted device were noted as failed back surgery syndrome and non-malignant pain. [Omitted information related to (B)(4): infection/revision].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.